Event description:
The customer reported that she went to swim with the insulin pump on. Troubleshooting was performed. The customer stated while bolusing the numbers began ramping up on the screen, then the device started working. The customer also stated that the insulin pump alarmed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.